Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported a red rash which began approximately 2-3 months ago. This red rash like extended outward approximately 7mm at the 3 - 9 o'clock position. End user also stated he had to change his wafer more frequently due to this red rash like area, which was usually changed every 3-4 days. The end users physician assistant diagnosed the rash as peristomal fungal rash and prescribed lotrimin antifungal cream and diflucan. It was also reported the red rash like has resolved.